Manufacturer narrative:
The pump passed most of the functional testing except the self test due to an rf pic failed alarm due to a faulty radio frequency board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer's father stated that a temporary basal was not programmed before the alarm occurred. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.